Event description:
Reportedly, a sudden decrease of the estimated residual longevity was observed. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
Electrical characteristics of the returned pacemaker were within specifications. No issue is suspected on the device. It was reported that the physician decided to explant the pacemaker since a re-intervention was scheduled to replace the lead and the estimated residual longevity was two years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a sudden decrease of the estimated residual longevity was observed. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, a sudden decrease of the estimated residual longevity was observed. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).